Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The patient presented to the emergency room with a st segment elevation myocardial infarction (stemi). The lesion was a 99% instent restenosis of a previously placed unknown stent that was located in the moderately tortuous obtuse marginal. The 15mm x 2.50mm apex monorail balloon catheter was inflated to 10 atms and a balloon rupture occurred on the first inflation. The inflation duration is unknown. The balloon catheter was successfully removed intact. The procedure was completed with a 2.5 x 8 apex balloon catheter used to predilate the target lesion. The vessel was stented with an unknown stent and post dilation was performed with a unspecified quantum maverick balloon catheter. No patient complications were reported and the patient status is listed as 'fine'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by manufacturer: the device was returned attached to an encore inflation unit and a pinhole leak was noted over the distal edge of the distal markerband. A detailed microscopic examination of the balloon material and markerband did not identify any issues. No other damages were noted along the length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The patient presented to the emergency room with a st segment elevation myocardial infarction (stemi). The lesion was a 99% instent restenosis of a previously placed unknown stent that was located in the moderately tortuous obtuse marginal. The 15mm x 2.50mm apex monorail balloon catheter was inflated to 10 atms and a balloon rupture occurred on the first inflation. The inflation duration is unknown. The balloon catheter was successfully removed intact. The procedure was completed with a 2.5 x 8 apex balloon catheter used to predilate the target lesion. The vessel was stented with an unknown stent and post dilation was performed with a unspecified quantum maverick balloon catheter. No patient complications were reported and the patient status is listed as 'fine'.